Event description:
It was reported that during a percutaneous coronary intervention stent malapposition, damage post deployment, and migration occurred. The 100% stenosed cto target lesion was located in the calcified and moderately tortuous proximal left anterior descending artery (lad). Two non bsc guide wires, a 6fr mach1 cls3.5 guide catheter, and a non bsc support micro catheter were used to cross the lesion. An unspecified 2mm balloon was used. The vessel flow of the 1st diagonal was improved. The physician advanced a non bsc guide wire and deployed the 2.5 x 16mm promus element mr stent in the proximal lad. Ivus using an atlantis sr pro2 catheter was performed 3 times and it was noted that the stent was not well apposed. The non bsc guide wire was removed against resistance, and a 2.75mm unspecified balloon was advanced to dilate the stent. It was noted that the stent was shortened under angiography. Ivus was performed 4 times. It was noted that the stent had migrated distally from the deployed position, and the distal edge of the stent was raised towards the proximal portion. The stent struts were overlapped at the stent mid section. A non bsc oct catheter was used and it was noted that the stent had shortened to a 12mm length and the stent struts were overlapped. They did not perform any further intervention based on the information of the oct results. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).